Event description:
Additional information received identified the patient underwent surgical intervention to move the ipg location. However, the physician decided to replace the patient's scs ipg due to the age of the device (ipg was fully functional). In addition, the physician moved the ipg pocket above the buttocks area for the patient¿s comfort. The patient reported she felt the discomfort was resolved and had satisfactory stimulation coverage postoperative.

Event description:
It was reported the patient complained of pain at her scs ipg site. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.